Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day the sensor was inserted, the patient experienced cellulitis, redness, and soreness at needle puncture and was seen at the hospital. The healthcare provider (hcp) prescribed the patient with cephalexin 500 mg for infection. At the time of the report the patient was stable. There was no information on if the sensor wire was located, and if they tried to remove the sensor wire. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).